Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed last error code 46828. Functional testing was also able to confirm and duplicate the reported problem. It was determined that the main board was the root cause. The main board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 46828. There was unknown patient involvement reported.